Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009 and reports patient allegations of pain, discomfort, soreness, dysfunction, and loss of range of motion. Subsequently, patient underwent a revision procedure on (B)(6) 2012, replacing the head and taper. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012, was due to elevated metal ions and synovitis. The operative notes confirm that the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therin are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00847 and 03496).